Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after blood collection with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: after blood collection, the hcp could not press the button because the button had already been activated (pressed), with the needle unretracted.